Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05919. Related manufacturer reference number: 2017865-2020-05920. It was reported that the patient presented to the emergency room after receiving numerous inappropriate high voltage shocks. Device interrogation showed the right ventricular lead had dislodged and was over-sensing. The lead was programmed off. The patient was stable throughout. It was also noted that the atrial and left ventricular leads had dislodged in 2019 and were programmed off at that time.

Event description:
Additional information received indicated that the physician explanted and replaced the atrial, right ventricular and left ventricular lead on (B)(6) 2020. The patient was stable throughout.